Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an aortic repair procedure on (B)(6) 2016 and the suture was used. During the procedure, the first passage in vascular tissue, the needle lost the cutting edge. The doctor felt uncomfortable friction and bent tip after the first pass through the tissue. It was also reported that no needle felt into the patient. The doctor opined that the performance of the needle was not normal in the procedure.

Manufacturer narrative:
The used needle was examined for visual inspection and no attachment defects were found. Also, the tip of the needle was examined for visual inspection and was observed damage likely by use of needle holder which causes the needle bending. Additionally, there are slight marks on the body of the needle by use of surgical instruments. Marks were observed on the tip area of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. According to the sample condition suggest an improper handling.